Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultrasmart meter was giving the error 5 message. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The same day, the patient reported that she received the error 5 message three times. She was experiencing shortness of breath at the time of concern. The patient works in a hospital and went to the emergency room to test her blood glucose. At 11:30 am, her result on the ER meter was 580 mg/dl. However, she was not given any medical treatment. At the time of troubleshooting, it was verified that this was not a new meter and the condition of the test strips was good. The patient's testing technique was reviewed to be correct. However, the patient did not have test strips at the time of the call and therefore a test could not be completed to resolve the issue. This complaint is reported because the patient alleged receiving error 5 message three times and was tested on the ER meter with a result of 580 mg/dl. The issue was not resolved with troubleshooting. A replacement meter was sent to the lay user/patient.